Event description:
On 17-jan-2022, the following information was reported to kci by the patient's significant other: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed with the patient on (B)(6) 2022, and the v.a.c.® dressing had not been changed as of (B)(6) 2022. On (B)(6) 2022, the patient was admitted to the hospital and transitioned to an alternate dressing. On (B)(6) 2022, the patient underwent surgery and on (B)(6) 2022, the patient underwent an additional surgery. No additional information was provided. On (B)(6) 2022, an evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring unit was completed by kci quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2022, the device was placed with the patient. On (B)(6) 2022, the device was tested per quality control procedure by kci service center and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The v.a.c.® dressing lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
The v.a.c.® dressing lot number was not provided, and the dressing was discarded; therefore, a device history record review and a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged hospital admission and additional surgical procedures are related to the v.a.c.® dressing. The patient reportedly experienced a lapse in on-going wound care from appropriately trained personnel, and the v.a.c.® dressing was left in place over the manufacturers' recommendation. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Transition patients between care settings: if the post-acute v.a.c.® therapy unit is not available or discharge, and therapy will be off for more than two hours, remove the v.a.c.® therapy dressings before the patient is discharged. Apply an alternative dressing, such as wet to moist gauze, as approved during times of extreme need, until the new v.a.c.® therapy unit is delivered, and appropriately trained personnel are prepared to provide on-going care of the patient. V.a.c.® therapy should not be discharged with a patient if the clinician has a question about the availability of appropriately trained personnel. V.a.c.® therapy dressings should be removed and an appropriate alternative dressing applied until trained personnel are secured by the healthcare provider and a v.a.c.® therapy unit is delivered. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.